Event description:
The mechanism of this chair could very well catch an infant arm or leg. In my case one of my house cats got caught up in the mechanism. Please see my attached letter to the MFR of this chair. Med lift and mobility, inc. Report number (B)(4). Purchased from (B)(6). Purchase date: (B)(6) 2011. The product was not damaged before the incident.